Manufacturer narrative:
A2: age at the time of event - 63 years. Device 1 of 10. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 9618003.

Event description:
The end user reported that the ten wafers from one market unit had off centered starter hole. The difference from top and bottom was about 1.5 inches. The product was used on patient. There was no harm reported. No photo is available at this time.